Manufacturer narrative:
(B)(4) initial

Event description:
The customer reported that the companion 2 driver had a single compressor malfunction alarm while in patient use. The customer also reported that the patient was subsequently switched to the backup companion 2 driver. There was no reported adverse patient impact. This alleged failure mode poses a low risk to the patient because although the companion 2 driver exhibited a single compressor malfunction alarm, the companion 2 driver continued to perform its life-sustaining functions. The companion 2 driver will be returned to syncardia for evaluation. The results of the evaluation will be provided in a follow-up MDR.

Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the companion 2 driver had a single compressor malfunction alarm while in patient use. The customer also reported that the patient was subsequently switched to the backup companion 2 driver. There was no reported adverse patient impact. The companion 2 driver was returned to syncardia for evaluation. Visual inspection of the driver's external components revealed no anomalies. The patient file was copied and reviewed, which revealed one single compressor malfunction alarm, which confirmed the customer-reported issue. During investigation testing, the single compressor malfunction alarm was reproduced. The root cause for the customer-reported single compressor malfunction alarm was a malfunction of the right compressor. When the single compressor malfunction alarm occurred, the driver automatically switched to the secondary (left) compressor and continued to provide all necessary life-sustaining functions; therefore, risk to the patient was low. The companion 2 driver is equipped with two compressors, a primary and a secondary compressor. In the event of a primary compressor malfunction, the companion 2 driver will switch to operation on the secondary compressor. After replacement of the right compressor, the driver's performance was retested and no single compressor malfunction alarms were observed. The driver met all test performance requirements. The driver was serviced before being released to finished goods. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file.